Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after lunch, with a blood glucose of approximately 300 mg/dl while on day two of pump use. Troubleshooting of insulin delivery revealed no issues, and a flat trend arrow was noted. The user was advised to remain connected and allow the pump to provide automated correction. A subsequent report confirmed that glucose levels returned to range. Symptoms included elevated blood glucose. There were no alerts or alarms, no hospitalization occurred, and the event resolved with continued pump use. An investigation was conducted, including review of the user report and device-use troubleshooting with assessment of insulin delivery and system status. The investigation identified no device malfunction or component failure, and the cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.